Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device and there are no further reported issues. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly developed a cholesterol granuloma that surrounded the device. During cleaning surgery it was discovered that the silastic sheeting was breaking down and irritating the tissue. The silastic sheeting was removed from the device and the device was reimplanted. The recipient's device remains implanted.